Event description:
A journal article was retrieved from the knee (2022) that reported a retrospective study from the netherlands that accumulated data from the dutch arthroplasty register (lroi). The purpose of the study was to investigate if there was a difference in revision rate and reason for revision within 8 years after single brand primary cemented tka with or without patella resurfacing, using data from the dutch arthroplasty register. The study reported 2 patients with patellar resurfacing underwent revision due to patellar pain.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Report source: literature - huitema, g. C., de vries, l., verboom, t. W., spekenbrink-spooren, a., & steens, j. (2022). Patella related problems as common reason for revision of nexgen ps® total knee arthroplasty without patella resurfacing: an analysis of 5911 primary total knee arthroplasties registered in the dutch arthroplasty register. The knee, 34, 217¿222. Https://doi.org/10.1016/j.knee.2021.12.008. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.